Manufacturer narrative:
No (B)(4) has been initiated for this issue. Model, unknown pronto, serial number/date code is unknown therefore the age of this device is unknown. The user manual part number is unknown. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Consumer alleges that his new chair is leaking oil. No injury is alleged.